Event description:
It was reported that the user was burned.

Manufacturer narrative:
Alleged failure: "between two surgeries, the nurse wanted to disconnect the cold light cable. When she grabbed it, an electric arc occurred which burned her hand." The unit passed basic functional test and electrical safety test. No root cause could be determined as the failure mode was not reproduced. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the user was burned.